Manufacturer narrative:
(B)(4). Date of initial report: 02/26/2016. The incident sample has been requested but to date has not been received for evaluation. A lot number was not provided. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colectomy, the device handle jammed and was difficult to open. No patient injury occurred or medical intervention required.